Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for day 1 of 2. See MDR #1061932-2011-00599 for day 2 of 2. Samples from the same pt were involved on both days. An analysis of the raw data associated with this sample was not possible because the needed computer files were not provided by the customer. The root cause is unk, though the erroneous results appear to be a sample-specific issue. Service was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer generated an erroneously negative nrbc (nucleated red blood cell) result on one pt. The analyzer reported 0% nrbc. The erroneous test results were reported outside the laboratory. The customer performed a manual count on this sample and recorded an nrbc result of 19%. A corrected report was subsequently issued. There were no reported changes to pt treatment as a result of this incident.